Event description:
Customer reported taking 18 units of novolog based upon a compact plus system blood glucose result of 387 mg/dl, retest result was 174 mg/dl within 10 minutes on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.